Event description:
Biomed reported that a pt received too much medication. There is no allegation of a pump malfunction but there is some suspicion that the device was not programmed correctly. The customer initially requested a log review but retracted their request stating that they will wait for additional software to be delivered so they could perform their own review. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Because the device was not returned, a failure investigation could not be performed. Unable to determine the root cause of the customer's report that too much medication was delivered.